Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps was found to have damaged conductor wire insulation and the internal conductor wires were not exposed. The internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. There was no fragmentation of the insulation. Additionally, the instrument was found to have mechanical indentations on the yaw pulley. One side of the yaw pulley had mechanical indentations caused the damage to the conductor wire insulation.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. Image(s) and/or video clip(s) associated with this reported event were not submitted for review.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the user noticed that the maryland bipolar forceps had a broken conductor wire. The procedure was completed as planned.